Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jan-2016, an fse conducted follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and found a bent sample needle after a spec t home axis overrun. The fse replaced the nozzle needle and performed an alignment. The aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective sample nozzle assembly.

Event description:
On (B)(6) 2016, a customer reported a bent sample needle after a t home axis overrun with their aia-360 analyzer. The customer is unable to run e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.